Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Event description:
The customer's mother reported via phone call that insulin pump had no delivery alarm. Blood glucose was unknown. The insulin pump will not be returned for analysis.